Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system displayed multiple system message codes and the light source was dim during a surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. The system was examined and the reported event was not replicated. Both illuminators were functioning as intended. However, the company representative indicated that the clinical application specialist was recommended to review usage with one specific surgeon, as the other surgeons were not having the same issues.. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 16, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿system message(s)¿ cannot be determined conclusively. The root cause of the reported ¿illumination issue¿ can be attributed to user error. (B)(4).